Manufacturer narrative:
D9: device received but remains under investigation. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
There was a fairly severe stenosis. The procedure was simple: cannulate and insert the prosthesis. Once they started to release the prosthesis, when they tried to reposition it, it got stuck; it wouldn't move forward or backward. Once they removed it, they took out the guide wire and tried to manipulate it, but it still didn't work. Are there any clinical imaging or videos of the procedure available? No. Was the product inspected for damage before use? Yes. What was the target location? Biliary. Details of the wire guide used (diameter, type, make)? Olympus 0,35. Was the zip port facing upwards and slightly curved when backloading the wire guide? Yes. What endoscope type and channel size was used? Olympus duodenoscpio. Did the patient exhibit difficult anatomy (n/a, tortuous, altered)? No. Was the stricture dilated before stent placement? No. Was an assessment carried out to determine the necessity of pre-dilation? No. Was the safety wire removed? If yes, at what point was it removed? Yes , when they take out and they see not work de evolution was resistance encountered when advancing the wire guide to the target location? No. If resistance was felt how did the physician deal with the resistance encountered? No. Was the directional button pressed during use? Yes , they try different times. Was the yellow marker kept in view during attempted deployment? Yes.